Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device broke during the surgery inside the patient's anatomy. The broken pieces were removed from the patient. No patient injury reported.

Manufacturer narrative:
One(B)(4) straight probe returned. The complaint stated: ¿the device broke during the surgery inside the patient's anatomy. The broken pieces were removed from the patient.¿ this is a reusable probe. The entire tip incremental marking section has been broken off. The broken portion approximately 1.25¿ piece was not returned. The condition is consistent with the instrument being used for leverage or becoming fatigued. With any surgical instrument, it should be ensured that excessive force is not placed upon the product. No root cause related to the manufacture of this device was confirmed. No further investigation is warranted at this time.